Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in the mitral position in which the patient was identified as a dock-drop risk prior to the procedure. The patient had an unsupported flail at p2 and a teer device in the chordae and subvalvular region around p2. Following one turn of slack, the dock dropped, resulting in paravalvular leak (pvl) under the posterior leaflet. Atrial repositioning was performed, and the dock height was increased to 8 mm. A second guide sheath was used for the commander. Post valve deployment and post-dilation, moderate pvl was observed around p1, lateral to the flail. Avp ii plugs were deployed to treat the pvl, resulting in mild residual pvl.